Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia after breakfast following two consecutive supply changes with new prefilled cartridges due to an initial error, and a sensor-to-fingerstick discrepancy was noted (sensor 331 mg/dl vs fingerstick 262 mg/dl), after which the patient was instructed to enter the fingerstick value into the pump and consider further training on recently adjusted targets. Symptoms included elevated blood glucose. Outcomes included self-management at home with glucose trending down to 209 mg/dl and no hospitalization. Investigation included troubleshooting and education provided by support, including guidance to calibrate with fingerstick values and to replace supplies if hyperglycemia persisted. Investigation of this case revealed that the cause of hyperglycemia was unclear, with potential contribution from setup or supply change error and sensor reading discrepancy. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.